Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) exhibited far r-wave oversensing and inappropriate mode switch. The device was re-programmed. The patient was stable.